Manufacturer narrative:
The codman 3000 is not indicated for intrathecal delivery of hydromorphone or bupivacaine. If further information is received, it will be added in a supplemental report.

Event description:
Patient returned device tracking card with statement "replaced with medtronic 40 cc intrathecal pump system, j&j pump/cath system not working right." To obtain more information about the alleged adverse event, a question template was sent via fedex with direct signature require to the explanting physician. The physician completed the question template and stated that patient had increasing pain and had residual volume of 10 cc remaining in pump when 0 cc were expected. The infusate was dilaudid. The physician replaced the pump with a medtronic pump system. They did not confirm if the catheter had migrated or was otherwise damaged, and indicated that the pump did not appear damaged. Explant date was clarified by the physician's office as (B)(6) 2019. The physician's office verbally clarified the date(s) of the adverse event via phone, and stated that the patient was seen on multiple occasions starting (B)(6) 2018, (B)(6) 2019, which each time yielding between 5 and 10 cc of residual volume when 0 cc were expected based on the physician's refill calculation. The refill calculations were not provided. Patient records were provided with notes on the following dates: (B)(6) 2018 - first office visit with 9.5 ml of residual solution returned. The infusate was hydromorphone 8.5 mg/ml and bupivacaine 5 mg/ml. (B)(6) 2019 - refill visit, with 5 ml of residual solution returned. The infusate was hydromorphone 8.5 mg/ml and bupivacaine 5 mg/ml. The records stated there was a history of catheter obstruction. Patient was placed on hydromorphone orally (4 mg 2x per day). (B)(6) 2019 - office visit with no refill. Physician decided to increase hydromorphone and bupivacaine concentrations and add baclofen (hydromorphone 10 mg/ml, bupivacaine 6 mg/ml and baclofen 80 mcg/ml). (B)(6) 2019 - stated as a refill visit, but records were not provided (B)(6) 2019 - refill visit, 2.0 ml residual was returned (hydromorphone 10 mg/ml, bupivacaine 6 mg/ml, baclofen 80 mcg/ml). Physician did not perform a dye study to confirm if there was a defect with the catheter. The surgical notes from the explant (dated (B)(6) 2019) were provided and did not specify if there was visible damage to the pump or catheter. The device was discarded and not available for evaluation. The root cause of the adverse event is thus inconclusive.